Event description:
A surgeon reported that she has observed five cases of complications following the implant of a glaucoma shunt in the past month. Additional information has been requested.

Manufacturer narrative:
The complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B)(4).